Event description:
A patient with cardiomyopathy having a procedure done when a section of the whisper wire broke off in the right atrium of the patient after the physician felt resistance between the sheath and introducer or as the syringe was attached to stop cock before wire explanted. The wire was removed via right femoral groin in ep lab. The patient tolerated the procedure well.